Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the terminal pin assembly, lead body, and electrode tip found dried body fluid/blood in the tip area of the open lumen. The lead was returned with the guidewire fully inserted, prolapsed at the distal end of the lead tip. Analysis confirmed the reported clinical observation noting the guidewire likely prolapsed distal to the lead tip and was then pulled back into the lead in a prolapsed state causing it to become stuck.

Event description:
Boston scientific received information that this lead was an attempted left ventricular (lv) implant. Once the lead was positioned the guidewire could not be removed. As such, the lead and guidewire were extracted together from the patient and an alternate lead implanted. No adverse patient effects were reported.